Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the crosshairs in trajectory view were rotated clockwise. Surgeon stopped navigating, then started again, and the crosshairs returned to normal. There was no delay or impact to patient.